Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up noted. The device also had a broken reservoir tube lip, a scratched lcd window and a cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen were scrolling on their own and the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 46 mg/dl, which she treated with food. The customer also reported that the insulin pump had a crack at the reservoir opening and scratches on the screen. Customer stated that the damage was caused by hiking and other outdoor activities. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.